Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing frequent ipg charging and eventually would not hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ip was discarded.